Event description:
Same case as 2134265-2015-03821 and 2134265-2015-03715. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system demo version 1.3 was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the lesion. During the procedure, it was noted that the automatic pullback stopped suddenly and the system did not recognize a catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).